Manufacturer narrative:
Concomitant medical products and therapy date: detail of product: item name: revitan stem, item # unknown, lot # unknown. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that 5 years after the implantation the revitan stem "broken".

Manufacturer narrative:
Additional device information: unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date; detail of product: item # 0100405220; item name revitan, distal part, straight, uncemented, 20/200; lot # 2766776. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The device history records were reviewed and found to be conforming. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that following 5 years of the implantation the revitan stem broken at the connection level and the patient underwent revision surgery.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the stem was fractured at the connection level. Review of received data: the x-ray received is probably a photo from a screen which does not contain a date. It shows an ap view of the right hip with a revitan stem fractured at the connection pin. At the point in time the x-ray was taken the patient¿s femur is in an externally rotated position indicated by the fact that the trochanter minor is completely visible. The proximal fracture part is tipped in such a way that the fracture surfaces are not anymorein contact to each other. It seems that the distal medial nose of the proximal part of the stem is in contact with the face surface or possibly the more lateral located nose of the distal part. The proximal end of the distal part is located slightly above the trochanter minor. The latter has an inhomogeneous non-compact structure. If the proximal fracture part is put in an upright position and both fracture parts are aligned, only the distal half of the proximal part would have been surrounded by bone. On the proximolateral side of the femur a bone fragment is located that covers a part of the femur. There seems to be a gap between the most proximal part (non-finned area) of the distal stem part and the bone on the lateral side. Most probably due to the external rotation of the femur, the two noses of the distal stem part are not in ap position. 11 pictures of the intraoperative pictures show the fenestration of the bone to free the distal part of the stem. Six pictures exhibit the explanted parts. On the posterior side of the proximal part a possible area of bone attachments is visible. At arrival at zimmer biomet winterthur this area is no longer recognizable. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 2 to 4 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. Close to the fracture origin a small ratchet mark can be seen indicating another fracture plane / level. The area around the fracture origin appears darker. Further, the fracture surfaces exhibit some shiny zones as well as some slight deposits. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The inside of the distal part¿s body is damaged. In the area of the fracture origin the face surface and its outer edge are worn. There are no marks visible on the face surface pointing to the use of a proximal trial part during implantation. The anchoring surface of the distal part is damaged by scratches and instrument marks. Considering the intraoperative pictures of revision it is obvious that the damage derived from the revision surgery. There are bone attachments in the finned area of the anchoring surface. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe with surface changes adjacent to the fracture surface in the non-blasted region. Closer inspection of the stripe with a low power microscope revealed smearing, corrosion, possible cracks and fretting. The face surface of the proximal part appears to be slightly polished on its lateral nose and in a zone on the posterior as well as the anterior side. On the medial side the edge of the face surface is shiny polished. On the anchoring surface of the proximal fracture part as well as its neck area several scratches and possible instrument marks can be found. The anchoring surface appears lighter in the two distal thirds on the lateral side expanding to half of the anterior as well as the posterior side. Under certain light conditions small polished stripes can be recognized within the lighter appearing areas. On the medial side the anchoring surface and its edge are clearly polished distally. There are no bone attachments visible on the anchoring surface of the proximal fracture part. The metal head shows numerous fine and some coarser scratches. Further, smaller spots can be recognized. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: the hip prosthesis was revised after approximately 3 years and 7 months in vivo due to a fracture of the revitan stem. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed in the finned area of the anchoring surface of the distal part of the revitan stem but not on the proximal part. The anchoring surface of the latter appears lighter in the two distal thirds on the lateral side expanding to half of the anterior as well as the posterior side, and includes small polished stripes. This could indicate loosening between the bone and the prosthesis. As the closer circumstances of the case are unknown it cannot be assessed whether the loosening existed already before the start of the fracture or is a concomitant phenomenon. The proximal part is clearly polished distally on the anchoring surface and its edge on the medial side. The distal part shows a worn face surface and outer edge in the area of the fracture origin. These phenomena can be ascribed to the situation recognizable on the x-ray where due to the tipping of the proximal part its medial distal area was most probably in contact with the face surface and outer edge of the distal part. If the proximal fracture part is put in an upright position and both fracture parts are aligned, only the distal half of the proximal part would have been surrounded by bone. This points to suboptimal proximal medial bone support. As a complete x-ray follow-up including second view x-rays is missing, it is unknown how and at what point in time the bone fragment located on the proximolateral side of the femur developed. Therefore it remains unknown if this could have had an influence on the sequence of events. On the x-ray received there seems to be a gap between the most proximal part (non-finned area) of the distal stem part and the bone on the lateral side. Due to the fact that on the face surface of the proximal part no marks pointing to the use of a proximal trial part during implantation were found, it is assumed that the stem was assembled extrafemorally and implanted using an endofemoral approach. According to the bmi scale the patient can be classified as obese grade I (bmi 30 - 35). Heavy patients, obesity (especially over 225 pounds (100 kg) is one of the risk factors mentioned in the instruction leaflet for endoprostheses of both the proximal and the distal part of the revitan stem. Based on the above described findings, it can be hypothesized that the fracture was not triggered by a single factor. There were rather several factors that may have contributed to the fracture, e.g. Obesity of the patient, possible loosening in the area of the proximal part, and suboptimal proximal medial bone support as well as surface changes on the connection pin. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fatigue fracture of the stem and whether there were other influencing factors not mentioned above, e.g. Resulting from the medical history which was not provided. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.